Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, leading haptic was out and upside down trailing haptic was broken off. The surgery was completed same day. Additional information has been requested and received that the lens was explanted and replaced with another lens during same procedure.